Event description:
Patient reported right side rupture. Healthcare professional confirmed events. Healthcare professional later noted "hole in radius". Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203.

Event description:
Patient reported right side rupture. Healthcare professional confirmed events. Healthcare professional later noted "hole in radius". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, brown particles material was found on the shell and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge opening in the shell with wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with wear abrasion in the side anterior assessed as surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional confirmed events. Healthcare professional later noted "hole in radius". Device has been explanted.